Manufacturer narrative:
H6: investigation summary: photos received by our quality team for investigation. Upon visual evaluation, white foreign matter on the needle is observed. The white foreign matter is identified as epoxy, an adhesive used to join the cannula with the hub. A device history review was performed for lot 1364461, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the teams investigation, possible root causer for epoxy is failure in the adjustment in the vision system.

Event description:
It was reported that 21 of the needle precisionglide 25x5/8in experienced epoxy on the cannula. The following information was provided by the initial reporter, translated from spanish to english: 21 units correspond to resin defects.

Event description:
It was reported that 21 of the needle precisionglide 25x5/8in experienced epoxy on the cannula. The following information was provided by the initial reporter, translated from spanish to english: 21 units correspond to resin defects.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.